Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, de novo, 90% stenosis in the mid left circumflex. Reportedly, the 2.0 x 15mm rx trek balloon catheter was advanced; however, the balloon ruptured during first inflation at 10 atmospheres. Another rx trek was used to complete the procedure. No resistance was felt during advancement or removal of the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.